Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure when the physician was trying to reposition this right atrial (ra) lead, the helix would not deploy. After inspecting the lead, it was noted that there was a blood clot on the end of the lead. The lead was attempted and not implanted. No adverse patient effects were reported.